Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 495 mg/dl, 285 mg/dl and 77 mg/dl when all tests were performed within 10 minutes on the compact system. No actions were reported taken, or treatment received. No adverse event reported. A request was made for the return of the affected product.